Manufacturer narrative:
The clip was explanted. The delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was implanted without issue, reducing mr to 2+. During implantation of the second clip, an xtr clip, the anterior mitral leaflet tore, and mr increased to grade 2-3 the patient was taken for emergency mitral valve replacement surgery. Reportedly, there was no device issue with clips or steerable guide catheter. The patient has since recovered from the surgery. No additional information was provided.

Manufacturer narrative:
The device was returned; however, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided, a cause for the reported tissue injury (torn anterior medial leaflet) cannot be determined. It is possible that procedural conditions contributed to the tissue injury; however, this cannot be confirmed. The investigation was unable to determine a cause for the reported tissue injury. The reported hospitalization and surgical intervention were results of case-specific circumstances as patient was hospitalized and taken for emergent mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.